Manufacturer narrative:
Device history record review was performed for the subject device part number: part number: 04.027.056s, synthes lot number: l330374, release to warehouse date: 07.mar.2017, expiry date: 01.feb.2027, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation summary: we have received the part for investigation. Upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage and as well some color fading from use. Furthermore we have received the part in a locked condition. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. During investigation a functional test was performed, the blade passed the functional test. As the blade is fully functional, the pi is unconfirmed and no further investigation will be done, as material and dimension evaluation. Unfortunately we are not able to determine the exact reason for this occurrence, however, it is likely that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. No corrective action required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history records review was conducted. The report indicates that the: device history lot: part number: 04.027.056s. Synthes lot number: l330374. Release to warehouse date: 07.mar.2017. Expiry date: 01.feb.2027. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G5 (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the proximal femoral nail antirotation-ii (pfna-ii) surgery performed on (B)(6) 2017, reported five (5) pfna-ii blades could not be locked because the desired compression which is supposed to be achieved has not been achieved. This report is for one (1) pfna-ii blade l105 tan. This is report 2 of 5 for complaint (B)(4).